Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow keypad button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/16/2016 with the following findings: the keypad was found to be intact; no peeling or damage was observed. During testing, the up arrow keypad button was found to be intermittently unresponsive. The down arrow and ok buttons responded appropriately. The contrast button was unresponsive. The keypad cover was removed and contamination was found under all the button contacts. Unrelated to the complaint, investigation revealed multiple cracks in the battery compartment. Also unrelated to these issues, investigation revealed a crack in the pump case between the case seal and display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).